Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for ise indirect na, k for gen.2 (sodium) (potassium) on a cobas 6000 c (501) module - c501. Of the mentioned tests, the sample had an erroneous potassium result that was reported outside of the laboratory. The sample initially resulted as 3.21 mmol/l for potassium. The initial result was reported outside of the laboratory to a physician. The sample was repeated, resulting as 4.25 mmol/l for potassium. A corrected report was issued. No adverse events were alleged to have occurred with the patient. The potassium electrode lot number and expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Additional information was requested but not provided. The field service engineer found that the wash station of the analyzer was leaking. He exchanged tubing and teflon blocks. He performed a mechanism check and this was ok. Calibration and controls were ok. A wash station leakage may lead to unreliable results. The actions performed by the field service engineer can be seen as a correct resolution measure.